Event description:
Tip of handpiece falls ¿off¿ during use. Company stated they were correcting issue about one year ago. The number of incidences have decreased in the last year but issue continues. (6 occurrences from may 2022- march 2023). Reference report: mw5117084, mw5117085, mw5117087, mw5117088, mw5117089.